Event description:
User reported that the pump screen was dark, making it impossible to see despite hearing the pump functioning normally, and a restart did not resolve the issue. There was no reported impact to the customer¿s blood glucose level. Tandem technical support confirmed that the pump needed replacement and provided instructions for returning the faulty pump, which was covered under warranty. The customer was informed about the necessity of pump replacement but chose not to disclose their backup therapy plan. A replacement pump was sent to ensure continuity in insulin delivery, and the customer confirmed their shipping address and received instructions on storage mode for transporting the device.